Event description:
It was reported that the customer was taken to the emergency room due to diabetes related issue. Caller stated that the insulin pump was not working correctly and it caused customer to need emergency assistance. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.